Event description:
Event description cpi received information that this implantable cardioverter defibrillator exhibited oversensing. The physician was not able to reproduce the oversensing with non invasive testing. The physician performed an invasive procedure and elected to remove the rate sensing portion of the transvenous defibrillation lead from service and implant a bipolar endocardial tined lead.